Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture was detached from the needle easily. There were no adverse consequences to the patient. No additional information was provided.